Event description:
The customer observed a falsely elevated architect prolactin result for a patient. The following data was provided (normal range 3-29 ng/ml): sample ID (B)(6) 03may2023 initial result = 166.14 ng/ml, 08may2023 result at a different lab = 7.30 ng/ml. Same patient, new sample obtained 10may2023 and result = 3.16 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Additional information in section d10 - concomitant product added the complaint investigation for falsely elevated architect prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. The package insert states ¿do not use past expiration date¿. The discrepant result was generated using an expired calibrator. Based on the investigation, no systemic issue or deficiency with the architect prolactin reagent or calibrator was identified, as the device met performance specifications and performed as intended at the customer site.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect prolactin result for a patient. The following data was provided (normal range 3-29 ng/ml): sample ID (B)(6), (B)(6) 2023, initial result = 166.14 ng/ml, (B)(6) 2023 result at a different lab = 7.30 ng/ml. Same patient, new sample obtained (B)(6) 2023 and result = 3.16 ng/ml no impact to patient management was reported.